Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the access post pump line was cut inside the set support plate. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the cut line was previously investigated, and the observed damage was determined to be caused by mechanical shock applied to the product, combined with low temperature exposure. Corrective action preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the "connection point between the filter and the blood pump" of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.